Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. A 2008t hemodialysis (hd) machine had bent blood pump rotor pins backing out and damaging the rotor housing and the bloodlines. Treatment was stopped and the patient¿s blood was returned. The patient was able to complete treatment on another machine with a new set-up. The estimated blood loss (ebl) was approximately 20 cubic centimeters (cc). There was no harm or adverse event reported. The current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.